Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection was unstable, requiring caller to hold cable in place or position pump for charging to be recognized, with visible damage noted on silver usb port and no low power alerts, shutdown alarms, or power source alerts recorded. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging equipment and working wall outlet, agreed to use multiple daily injections as backup therapy, and was instructed to insert usb correctly, place pump into storage mode before return, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label, while technical support arranged replacement pump shipment.